Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when the multiple cartridge during the load sequence. Customer changed the supplies to resolve the issue. There was no adverse effect to the customer's blood glucose level.